Event description:
The patient underwent catheterization at the conclusion of the catherization procedure, a quickseal device was used to achieve hemostasis at the arterial puncture site. Hemostatsis was obtained in 5 minutes with no observable hematoma or bleeding at the site. Pedal pulse was checked pre-deployment and immediately after deployment. All pedal pulses were indentical. An hour post deployment of the quickseal device, the patient developed a cold foot, though pedal pulse was not completely absent.